Manufacturer narrative:
The root cause of the optical signal issue was unable to be determined as no product or logs were returned for analysis. The root cause of the pump stop was unable to be determined as no product or logs were returned for analysis. This report is being filed as part of a retrospective review of historical records. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: try to restart the catheter at previous p-level. If the impella does not restart, try to restart at p-2. If the impella does not restart or stops again, wait 1 minute and try to restart again. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility in the EU reported a 59-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. When the nurse repositioned the console, he noticed that the pump stopped as a result. The patient remained hemodynamically stable, and the pump could be restarted without any problems. No harm done to the patient.